Manufacturer narrative:
An event of atrial fibrillation after one hour of procedure was reported. Information from field indicated that the patient was treated with cardioversion and medicine was administered. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer pfo occluder was chosen for implant using an unknown size amplatzer torque delivery system. The device was implanted. On hour after the procedure, patient developed atrial fibrillation (af) and treated with 150mg amiodaron with 150mg intravenous (IV) and 5mg metoprolol with IV with heart rate (hr) control, but the rhythm control was not achieving. The patient was admitted for monitoring and had af whole night. The patient was back on sinus rhythm on morning. A transthoracic echocardiogram (tte) was done and it was normal. The patient was reported discharged with metoprolol 25mg two times a day and apixaban 5mg two times a day.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.